Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and after reconnecting the video receiver cable, the problem was solved. Checked the machine as per factory protocol and it was handed over to the customer in good working condition.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) units display is flickering. There was no patient involvement.